Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.

Event description:
This is a spontaneous consumer report from (B)(4) of break in aseptic technique, febrile and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose, frequency and lot number not reported) intraperitoneally for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced a fever and peritonitis manifested by cloudy effluent. On (B)(6) 2011, the patient was admitted to the hospital for the event of peritonitis. Treatment included ceftazidime and cefazolin (dosage, route and frequency not reported). The outcomes for the aforementioned events were not reported. At the time of this report, the patient remained hospitalized. Dianeal pd2 ultrabag therapy was ongoing. Medical history and concomitant medications were not reported. The reporter did not provide an assessment of causality for the events of break in aseptic technique, fever, peritonitis and the relationship to dianeal pd2 ultrabag therapy. However, considered the cause of peritonitis was due to the break in aseptic technique.